Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000004. Per the instructions for use, the user is advised that higher insufflation pressures (> 15 mm hg) of carbon dioxide insufflation can increase the risk of hypercarbia, subcutaneous emphysema, pneumomediastinum, pneumothorax, pneumoscrotum, and urinary retention. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias5-100lp, 5 mm access port & low-profile device was being used during a laparoscopic hysterectomy procedure on (B)(6) 2025 when it was reported ¿hallway conversation where surgeon let me know that he had a case of sub cutaneous emphysema. The sub cutaneous emphysema deformity was noted after the surgery. On my questioning if it extended the hospital stay, the surgeon said that he kept the patient in an extra two days. The reporter has confirmed the patient has fully recovered with no lasting effects¿. The procedure was completed and there was no report of the device malfunctioning during the procedure. This report is being raised due to the reported injury of the patient obtaining subcutaneous emphysema.